Manufacturer narrative:
Insulin pump was unable to prime due to cracked end cap. Unable to perform the basic occlusion test, occlusion test and the excessive no delivery test due to cracked end cap. Unit had missing segments due to cracked zebra connector on liquid crystal display/b. Unit had cracked reservoir tube, cracked reservoir tube lip, broken battery tube threads, minor scratched display window, cracked case at display window corner and a missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported that there was a crack on the upper left hand side of the reservoir chamber of the insulin pump. Customer's blood glucose was high, no blood glucose reading provided. Customer stated that he knows how to bring down his blood glucose and he would be fine. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.